Event description:
The customer reported approximately five milliliters of blue fluid leaked within the unit, by the probe, involving the unicel dxh 800 coulter cellular analysis system. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eyeglasses and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not generated. There was no patient consequence associated with this event. The facility has an exposure control plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a misaligned probe wash collar and realigned the probe wash collar and resolved the issue. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. (B)(4).